Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be performed. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported death. A homechoice return instrument test /evaluation (rite), the device passed electrical and functional testing and was determined to meet performance specification requirements. A review of the service history revealed no previous service events that would cause or contribute to the patient passing away. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported to be a cardiac arrest. The patient was hospitalized prior to death for an unrelated issue. It was unknown if the patient was performing therapy up to the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.